Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding (the brakes were loose). The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters not holding due to them being loose and out of adjustment. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician tightened and adjusted the two foot brakes to resolve the issue. Based on this information, no further action is required.